Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported poor refold was confirmed. The reported resistance with the guiding catheter could not be tested/confirmed due to the condition of the device. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information. (B)(4).

Event description:
It was reported that the procedure was to treat a de novo lesion located in the non-tortuous, mildly calcified, mid right coronary artery. After pre dilating the lesion with a 3.5 x 15 mm nc trek balloon catheter a 4 x 33 mm unspecified stent was deployed. The same nc trek was used for post-dilatation of the proximal portion of the deployed stent at 14 atmospheres; however, after inflation, during deflation the balloon would not refold as normal. After several attempts were made to refold the balloon, the balloon was pulled to the tip of the guiding catheter where it became stuck. The balloon catheter and guiding catheter were removed as one unit. The procedure was completed at this point. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.